Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Effective therapy was restored post-op.